Manufacturer narrative:
Manufacturer¿s ref. No: pb)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. Conclusion: the healthcare professional reported that during the coil embolization procedure, the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l12092) could not be detached using the enpower control cable (ecb00018200 / l14046). The coil was removed and during removal from the patient¿s body, the coil became unintentionally detached at the y-connector. The coil was reported to be completely removed from the patient¿s body. A replacement coil was used, and the procedure was successfully completed without further issues or delay. It was reported that a pre-deployment electrical check was performed prior to the use of the coil. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The product was returned for evaluation; the investigation finding is documented below. Investigation summary: the non-sterile 3mm x 6cm galaxy g3 xsft coil was received contained in a pouch. The device underwent visual inspection. The hub was observed without damage. The device positioning unit (dpu) was observed kinked at 1 cm from the proximal end. The coil introducer was unzipped, no damage was observed on it. The resheathing tool was also observed without any damage. The returned device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) was outside of the introducer, it has evidence of being heated and was found in good condition. The embolic coil was not returned. Functional testing was performed on the device. The resistance of the device was measured with a multimeter. The initial resistance was measured to be approximately 55.0, which is within the specification range of 48.5 - 56.0. The 3mm x 6cm galaxy g3 xsft coil was connected to the detachment control box (dcb00000500) with a standard lab sample connecting cable and the power was turned on. The green system ready light illuminated. The reported issue that the 3mm x 6cm galaxy g3 xsft coil could not be detached during the procedure using the enpower control cable was not confirmed through functional testing as the resistance heating (rh) showed evidence of being heated; the embolic coil was not returned with the rest of the device. The issue of the device becoming prematurely detached at the y-connector was confirmed with the observation that the rh has evidence of being heated and the embolic coil was not returned; the heated rh indicates that the detachment button was pressed, however, the exact moment of when it was pressed cannot be determined. A review of manufacturing documentation associated with this lot (l12092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. The returned device did not include the embolic coil, there is evidence that the detachment button was pressed as the rh showed evidence of being heated; though the timing of when this occurred could not be conclusively determined. It could be that when the coil did not detach, and the physician attempted to remove the coil and unknowingly pressed the detachment button and the coil became detached in the y-connector during removal. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. It is also possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00978 and 3008114965-2019-00979. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4). The purpose of this MDR is to include the additional event information received on 5/9/2019. E.1: initial reporter phone:(B)(6). This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00978 and 3008114965-2019-00979. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to update/correct the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the coil embolization procedure, the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l12092) could not be detached using the enpower control cable (ecb00018200 / l14046). The coil was removed and during removal from the patient¿s body, the coil became unintentionally detached at the y-connector. The coil was reported to be completely removed from the patient¿s body. A replacement coil was used, and the procedure was successfully completed without further issues or delay. It was reported that a pre-deployment electrical check was performed prior to the use of the coil. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The product was returned for evaluation; the investigation finding is documented below. Investigation summary: the non-sterile 3mm x 6cm galaxy g3 xsft coil was received contained in a pouch. The device underwent visual inspection. The hub was observed without damage. The device positioning unit (dpu) was observed kinked at 1 cm from the proximal end. The coil introducer was unzipped, no damage was observed on it. The resheathing tool was also observed without any damage. The returned device underwent microscopic inspection. The v-notch was in good condition. The resistance heating (rh) was outside of the introducer, it has evidence of being heated and was found in good condition. The embolic coil was not returned. Functional testing was performed on the device. The resistance of the device was measured with a multimeter. The initial resistance was measured to be approximately 55.0, which is within the specification range of 48.5 - 56.0. The 3mm x 6cm galaxy g3 xsft coil was connected to the detachment control box (dcb00000500) with a standard lab sample connecting cable and the power was turned on. The green system ready light illuminated. The reported issue that the 3mm x 6cm galaxy g3 xsft coil could not be detached during the procedure using the enpower control cable was not confirmed through functional testing as the resistance heating (rh) showed evidence of being heated, which indicates that the detachment button was pressed, however, the embolic coil was not returned with the rest of the device; therefore, the functional test for coil detachment could not be performed. The issue of the device becoming prematurely detached at the y-connector was not evaluated as the product analysis laboratory setting could not be able to replicate the specific time and procedural context that the reported premature detachment event occurred. The resistance heating (rh) showed evidence of being heated, which indicates that the detachment button was pressed; however, the exact time and procedural step of when this took place cannot be conclusively determined. A review of manufacturing documentation associated with this lot (l12092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. Functional testing related to the failure of the coil to detach could not be performed as the returned device did not include the embolic coil. There is evidence that the detachment button was pressed as the rh was observed to have been heated; though the timing of when this occurred cannot be conclusively determined. It is possible that when the coil did not detach, the physician attempted to remove the coil, the detachment button was unknowingly pressed, and the coil became detached in the y-connector. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. It is also possible that circumstances of the procedure and/or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00979. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received by the product analysis lab on 5/6/2019. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Physical manufacturer name: codman and shurtleff inc., (B)(4). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l12092) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2019-00978 and 3008114965-2019-00979. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the 3mm x 6cm galaxy g3 xsft coil (glx120306 / l12092) could not be detached using the enpower control cable (ecb00018200 / l14046). The coil was removed and during removal from the patient¿s body, the coil became unintentionally detached at the y-connector. The coil was reported to be completely removed from the patient¿s body. A replacement coil was used, and the procedure was successfully completed without further issues or delay. It was reported that a pre-deployment electrical check was performed prior to the use of the coil. There was no report of patient complications as a result of the reported event. The procedure was conducted in accordance with the instructions for use (IFU) with constant flush maintained at all time. There was no visible defect or damage noted on the product prior to the event. The products are available to be returned for evaluation.